Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: self-expandable transcatheter aortic valves in patients with small aortic annulus: the swedeheart registry.

Event description:
The article, "self-expandable transcatheter aortic valves in patients with small aortic annulus: the swedeheart registry", was reviewed. The article presented a retrospective, multicenter study to compare an intra-annular self-expanding valves (ia sevs) transcatheter heart valves (thvs) with contemporary supra-annular self-expanding valves (sa sevs) regarding mortality outcomes, device success, technical success, and hemodynamic performance. Devices included in the study were evolut, acurate, portico, and navitor. The article concluded that sa and ia sevs show comparable clinical outcomes and excellent hemodynamic performance in patients with small aortic annuli. Further studies, including randomized trials, are needed to provide clearer guidance on valve selection. [The primary and corresponding author was antros louca, university of gothenburg, department of molecular and clinical medicine 41 345, gothenburg, sweden, with corresponding email: antros.louca@vgregion.se] the time frame of the study was from 01 january 2013 to 31 december 2022. A total of 1068 patients were included in the study, of which 102 (9.6%) received an abbott device. The average age was 81.2 years and the majority gender was female. Comorbidities included hypertension, diabetes mellitus, chronic kidney disease, aortic/mitral regurgitation, bicuspid aortic valve.

Manufacturer narrative:
Summarized patient outcomes/complications of self-expandable transcatheter aortic valves in patients with small aortic annulus: the swedeheart registry were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic kidney disease, aortic/mitral regurgitation, bicuspid aortic valve. Some of the complications reported were aortic valve stenosis, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: self-expandable transcatheter aortic valves in patients with small aortic annulus: the swedeheart registry.

Event description:
N/a.